Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the solid state relay. Safety/verification testing was completed successfully. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4)/MFR #1828100-2022-00283. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the heart lung machine (hlm) solid state relay failed. There was no patient involvement.